Manufacturer narrative:
The field service engineer (fse) reported the customer stated drops of fluid, from the probe, were noted during system startup. The fse instructed the customer to perform system startup, and noted a drop of fluid came from the end of the probe. The customer bypassed the dual diluent filters and resolved the issue. No further fluid leak was noted. The instrument was in operation. (B)(4).

Event description:
The customer reported approximately one drop of diluent leaked outside the instrument from the probe involving the coulter act diff 12 analyzer. The customer placed paper towel under the probe and noted the paper towel was damp the following morning. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility.